Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 august 2022, a 21mm trifecta gt valve was successfully implanted in a patient. On (B)(6) 2022, the 21mm trifecta gt valve was explanted because the patient was experiencing aortic insufficiency due to general structural valve deterioration. It is unknown if a replacement device was implanted. The patient status was reported as unknown.

Manufacturer narrative:
Explant due to "structural valve deterioration" was reported. The investigation confirmed that there was a tear in the base of leaflet 1 along the sternpost shared with leaflet 2. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. Information from the field indicated that the tear may have been due to the large sized device implanted. Upon explant a smaller valve was implanted. Oversizing the valve has the potential to create an unbalanced stress relief distribution between all leaflets during coaptation due to increased interaction with the aortic wall and the valve stent posts, which could lead to leaflet tears and reduced durability. The cause of the leaflet tear could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received that the trifecta valve was implanted on (B)(6) 2020. The patient did not have aortic insufficiency symptoms prior to (B)(6) 2022. In (B)(6) 2022, during follow up, mild insufficiency was observed on echocardiogram. The valve explant procedure was considered an emergency to prevent permanent impairment or death. Post explant, a tear was seen following the path of the support from the post to the base of the leaflet. A non-abbott valve was successfully implanted as replacement. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
Explant due to "structural valve deterioration" was reported. The investigation confirmed that there was a tear in the base of leaflet 1 along the sternpost shared with leaflet 2. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication of valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, the histological evaluation did not demonstrate loss of collagen at the tear site. Information from the field indicated that the patient has a past medical history of dyspemia, hypertension, and diabetes. The cause of the leaflet tear could not be conclusively determined.